Manufacturer narrative:
The date of this report and date received by manufacturer was corrected from (B)(6) 2015 to (B)(6) 2015.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the motor device was not functioning and had possible water damage. It was further reported that the device did not work and water came out of the handpiece end of the device. This event was not reported to have occurred during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.